Event description:
During a low anterior resection the ax55b was closed on the rectum and when fired it "didn't sound right. The staples did not form and some were still in the cartridge. The surgeon stated she followed the firing process and could see the pin through the anvil prior to firing. The procedure was completed with an ax55g.